Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual examination revealed no issues. Magnetic sensor resistance and inductance testing revealed that both pairs are in range of specification. The orion catheter was tested using a rhythma hdx, after device was unexpired, the orion was fully active. Deployment did show on workstation screen. 100% mapping capabilities, with a few tracking issues noted. No electrical errors were noted. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation with an intellamap orion high resolution mapping catheter, the physician noted a significant loss of patient's blood pressure followed by marked st segment elevation in most of surface ECG leads approximately 2 minutes after crossing transseptal access and inserting the orion catheter. Cardiopulmonary resuscitation (CPR) was initiated and anesthesia provided medical hemodynamic support. Transthoracic echocardiogram (tee) and transesophageal echocardiogram (tte) were performed to rule out an effusion/tamponade. Varying degrees of atrioventricular (av) block were transiently observed. After a period of resuscitation, the patient's blood pressure and heart rhythm were stabilized. After approximately 10-15 minutes, the patient again became unstable and further CPR and anesthesia hemodynamic support was administered. The patient was again stabilized and transferred to the catheterization laboratory for intra-aortic balloon pump insertion and admission to the cardiac care unit (ccu). It was noted that irrigation was never interrupted or stopped during the procedure. The patient recovered and was discharged from the hospital. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation with an intellamap orion high resolution mapping catheter, the physician noted a significant loss of patient's blood pressure followed by marked st segment elevation in most of surface ECG leads approximately 2 minutes after crossing transseptal access and inserting the orion catheter. Cardiopulmonary resuscitation (CPR) was initiated and anesthesia provided medical hemodynamic support. Transthoracic echocardiogram (tee) and transesophageal echocardiogram (tte) were performed to rule out an effusion/tamponade. Varying degrees of atrioventricular (av) block were transiently observed. After a period of resuscitation, the patient's blood pressure and heart rhythm were stabilized. After approximately 10-15 minutes, the patient again became unstable and further CPR and anesthesia hemodynamic support was administered. The patient was again stabilized and transferred to the catheterization laboratory for intra-aortic balloon pump insertion and admission to the cardiac care unit (ccu). It was noted that irrigation was never interrupted or stopped during the procedure. The patient recovered and was discharged from the hospital. The device is expected to be returned for analysis.